Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a.(B)(4). Other device used: catalog # 00592705000, pfj standard milling burr, lot # 63192425. This report will be amended when our investigation is complete.

Event description:
It is reported that upon inserting the burr into the hand piece, the burr would not slide down into place. After switching hand pieces and opening a new burr, the same result was encountered.

Manufacturer narrative:
This report is being submitted as the previous report was mistakenly filed under an MFR number with three leading zeros. Visual inspection of the returned devices identified damage to the cutting edges and galling at the proximal (drive) end of both burrs. The device history records were reviewed and no deviations or anomalies were identified. It is unknown how many times the parts had been used. Dimensions were found conforming to print specifications where measured. This device is used for treatment. The operating instructions for using the burr with the milling handpiece states that the burr must be flush with the milling handpiece and that the burr should be fully inserted into the collet so that the laser etched line is not visible. Investigation by the supplier of the milling handpiece used in the case identified galling on the device, which indicates that the burr was forced into position within the collet. The reported issue appears to have been caused from use and not related to a significant design/ manufacturing issue.

Event description:
No further event information available at the time of this report.